Event description:
It was reported that the pipeline vantage with shield technology device was implanted in the left internal carotid artery (lica) cavernous segment during a procedure to treat an unruptured saccular aneurysm with a maximum diameter of approximately 10mm and a neck diameter of approximately 8mm. The landing zones were measured at 3.91mm distally (just proximal to the ophthalmic artery) and 3.76mm proximally (distal petrous segment), with normal vessel tortuosity. Post-procedure imaging showed great apposition of the device with no endoleak, and the aneurysm was successfully eliminated. During a six-month follow-up, imaging revealed severe fishmouthing of the proximal end of the device, which had previously been well apposed. The physician noted difficulty accessing the implanted device with anything more than a wire, despite multiple techniques being attempted. The decision was made to leave the device in place as the patient was asymptomatic, and the aneurysm remained eliminated. The physician expressed dissatisfaction with the stenosed area of the device but was pleased with the overall outcome. The actual procedure date was (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no noted issues with the deployment of the device, only issues when trying to reaccess to "fix" during follow-up. They were not able to navigate through on follow-up. The fishmouthing occurred sometime between implant and the follow-up on 20-dec-2024. It was thought that the sizing of the device was not the best choice regardless of the well apposed proximal and distal findings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.